Event description:
It was reported that the patient had a total left hip arthroplasty on (B)(6) 2005. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to alleged pain, squeaking, elevated metal ion levels, and fluid collection. Revision operative report notes presence of a fluid collection, metal debris, and corrosion at the head/neck junction. The cup was noted to be stable and 2 degrees to the vertical. The cup remains implanted; the head was removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history record shows that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions,¿ number 10 states, "fretting and crevice corrosion may occur at interfaces between components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Not returned by attorney.

Event description:
It was reported that the patient had a total left hip arthroplasty on (B)(6) 2005. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to alleged pain, squeaking, elevated metal ion levels, and fluid collection. Patient's legal counsel further reported that patient allegedly experienced discomfort, lack of mobility, soreness, pain, bone fracture, dislocation, wear and metallosis. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Addition information received in revision operative report notes presence of a fluid collection, metal debris, and corrosion at the head/neck junction. The cup was noted to be stable and 2 degrees to the vertical. The cup remains implanted; the head was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.